Manufacturer narrative:
Reference mfg. Reports: 2015691-2018-04299, 2015691-2018-04304, 2015691-2018-04305, 2015691-2018-04309, and 2015691-2018-04312.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien xt and sapien 3: p130009, and p140031 per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Sick sinus syndrome (sss), also called sinus node dysfunction (snd), is an umbrella term for a group of abnormal heart rhythms (arrhythmias) presumably caused by a malfunction of the sinus node, the heart's primary pacemaker. Bradycardia-tachycardia syndrome is a variant of sick sinus syndrome in which slow arrhythmias and fast arrhythmias alternate. It is often associated with ischemic heart disease and valvular lesions. Sick sinus syndrome is more common in elderly adults, where the cause is often a non-specific, scar-like degeneration of the cardiac conduction system. Coronary artery disease, high blood pressure, and aortic and mitral valve diseases may be associated with sick sinus syndrome, although this association may only be incidental. Acquired snd may occur after damage to the sn artery during cardiac surgery or may be due to occlusion, such as after myocardial infarction. Another surgical cause of snd includes sn tissue damage during cannulation of the superior vena cava (svc) for cardiopulmonary bypass or extracorporeal membrane oxygenation (ECMO). Ischemic cardiac arrest may also cause snd. The natural history of snd may be highly variable, although it tends to be progressive in nature. The only effective treatment for patients with chronic symptomatic snd is pacemaker therapy. In this case, there is no allegation or indication a device malfunction contributed to this adverse event. The sss is likely related to the mechanism described above. Other potential contributing factors are unknown as limited clinical information was provided in the article. As per author, it was proven that the tavi is a safe and efficient method of treating severe aortic valve stenosis in selected patient population. Only persisting peri-procedural and early-onset complete heart block were permanent and resulted in patients¿ pacemaker dependency. Close monitoring of patients with known risk factors of post procedural pacemaker requirement is warrant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography: bacik, p. (2018). Who needs a permanent pacemaker pacemaker after transcathter aortic valve implantation? Bratisl medical journal, 560-565.

Event description:
As reported through our (B)(4) affiliate per a literature article: ¿who needs a permanent pacemaker after transcatheter aortic valve implantation?¿ between august 2013 and march 2017, 116 symptomatic patients with severe aortic stenosis underwent tavi with a sapien valve (sapien xt was implanted in 11 patients and in majority of patients received a sapien 3 valve), (n = 105). Per article, a total of 16 patients required permanent pacemaker implantation. This report represents the reported one (1) patient with sick sinus syndrome (sss) brady-tachy.